Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: the pumps are working fine. We confirmed that there was a backflow and attached is the picture of the torn membrane and a small hole on the valve.

Event description:
No additional information material # 2420-0007 batch # unknown it was reported by customer that there was a backflow and attached is the picture of the torn membrane and a small hole on the valve. Verbatim: "we have another bcv failure psls reported. Please see the attached bd complaint form with details. The pumps are working fine. We confirmed that there was a backflow and attached is the picture of the torn membrane and a small hole on the valve.".

Manufacturer narrative:
The customer reported faulty back check valve and returned two sets, one primary and one secondary. The sets were set up as a traditional primary/secondary and the back check valve tested with blue dye water in the secondary. The backflow was not replicated, and the complaint could not be verified. The 'hole' or 'tear' in the membrane of the back check valve pictured by the customer is actually a normal function and is found in all bd back check valves. It does appear to have a hole in it when examined, but it is how the component is made. The photo and sample evidence provided could not verify the complaint of leakage. The root cause for the backflow could not be verified without a replicated failure. The reported material and lot were unknown. Material and lot information found from sample's smart site ids. Device history record review for model 2420-0007 lot number 24045579 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.